Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they were hospitalized due to high blood glucose on unknown date. Customer reported high blood glucose level of 700 mg/dl. Customer reported they changed reservoirs and the tubing on the new infusion sets had a powdery coating on them, and the reservoir was gumming up and not giving insulin like it should have. Customer was treated in intensive care unit at hospital. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.